Manufacturer narrative:
Internal file number - (B)(4). The product was not returned to abbott vascular for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the reported information there is an indication of a lot specific product quality issue due to polymer separations. The investigation determined the reported difficulties appear to be related to a potential product quality issue. The issue is being addressed per internal operation procedures. Abbott vascular will continue to trend the performance of these devices.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The location of the reported device was not provided; however, when information is received the investigation will be completed. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat an unspecified peripheral artery. A 10 cm command 018 guide wire was used; however, the distal part of the device separated and the coating peeled off during removal of the guide wire. There was no foreign material left inside the anatomy. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Correction: adverse event removed. Correction: serious injury changed to malfunction. (B)(4). Concomitant medical products: dilatation catheter: 018 cordis saber, 6mm .035 guide wire: 018 wire compatible 2mm , .035 terumo wire, starter wire sheath: 6fr. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
Subsequent to the initial report, additional information was received. The lesion was a heavily calcified distal tibial artery that did not have any tortuosity. A non-abbott balloon catheter was also used and an attempt was made to check the position of the tip of the balloon catheter. Therefore, an attempt was made to re-position the command guide wire; however, it met resistance with the anatomy, non-abbott balloon catheter and a non-abbott guide wire during advancement and removal. The command guide wire was then removed independently and the polymer was noted to have peeled off and separated from the command guide wire. Since the polymer came out during withdrawal and it was removed from the anatomy, no medical intervention was necessary. The guide wire was replaced with an unspecified device to successfully complete the procedure. No additional information was provided.